Manufacturer narrative:
The complainant indicated that the device will not be returned for evaluation; therefore, a failure analysis is not available, and we are not able to determine the relationship between this device and the cause for this event.  As part of our manufacturing process, all device history records are reviewed and approved by quality, prior to release of product.  If additional information or the sample is received, the investigation will be reopened and responded to accordingly.

Event description:
The customer reported that after giving the flu shot to a three year old female patient, the safety needle did not activate safely. The needle stuck the nurse's left thumb as the needle did not lock. Additional information provided on (B)(6) 2021 stated that it is unknown what method was used to activate the safety shield. There was no resistance when moving the safety shield or visible defects prior to use reported. They are unable to confirm if an audible click was heard after activation. The site was immediately washed with soap and water. No follow up testing or medical intervention is scheduled.